Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the programmer showed a low battery message and that the patient changed their batteries but the message remained. The patient confirmed they were seeing the "charge neurostimulator battery now" message. It was reviewed that the patient needed to charge the ins battery and that the ins was low. The patient mentioned they had trouble all the time with coupling- it took multiple tries to be able to get all bars filled. Repositioning the antenna resolved the issue. The patient's implant felt like it moved and could flip. They had an MRI last year and everything looked fine but the coupling issue began a couple months ago. No symptoms or further complications reported.